Manufacturer narrative:
Medical products: constrained liner with constraining ring 28 mm i.d. Size jj for use with 54 mm o.d. Size jj shell; item#: 00-8758-011-28; lot#: 64395873. Therapy date: (B)(6) 2021. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted on the right side and underwent a revision surgery due to dislocation.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient had a right hip arthroplasty on (B)(6) 2020 and underwent revision surgery on (B)(6) 2021 due to dislocation. Harm: s3 - dislocation. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: due diligence: further due diligence to support the conclusion was completed and documented. X-rays: one ap image of the pelvis dated august 26 (year has been cut off) showing a bilateral hip arthroplasty has been received. No anomalies are observed. Surgical report: one surgical report (on (B)(6) 2020) predating the reported event and thus not relevant for this complaint has been received. The implantation report dated on (B)(6) 2020 has been received, whereby the operation performed was a right thr. The implanted femoral head, liner and ring were exchanged without complications. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production with no ncr with a potential correlation to the reported event was found. 5. Conclusion: it was reported that the patient had a right hip arthroplasty on (B)(6) 2020 and underwent revision surgery on (B)(6) 2021 due to dislocation. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). One ap x-ray of the pelvis dated on (B)(6) (year has been cut off) showing a bilateral hip arthroplasty has been received with no anomalies noted. No further images such as prior to the revision surgery have been received. Only the implantation report was received with no complications noted. Neither the revision report, nor devices or photos of the devices were received; therefore the condition of the components is unknown. The reported event therefore cannot be confirmed. No information regarding potential contributing conditions related to the event have been provided. Possible contributing factors for a dislocation are multifactorial and could include surgical approach, head offset choice, inadequate assembling procedure, high patient activity, inadequate information during patients counseling by surgeon leading to premature failure caused by patient behavior, patient disregarding the limits of the device or joint laxity. However, based on the available information these factors cannot be further evaluated. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).